Event description:
The customer reported a cartridge alarm 20 occurring during the load process. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.